Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2020. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2316-50, serial: (B)(4), batch: 17856371. Explant date: (B)(6) 2020.

Event description:
It was reported that the patient was experiencing inadequate pain relief. The patient underwent an explant procedure. No further information has been obtained despite good faith efforts.